Manufacturer narrative:
We visited the customer and met with the using physician to obtain more info about the incident. However, we were unable to learn any additional info. The customer indicated they would provide the product for use to review within a few weeks. We will perform an investigation once the product is received in house.

Event description:
The radiologist was doing a transjugular liver biopsy. When removing the needle after the third pass, the sheath part of the biopsy needle separated. No apparent harm to pt.